Event description:
It was reported that during a procedure of a mildly calcified lesion, the foxcross balloon was inflated for the first time, but the pressure did not increase. The physician suspects that the balloon was ruptured. There was no patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case the balloon rupture was most likely caused by the mild calcified lesion. A review of the lot history record for this device did not produce any findings relevant to this report. According to this investigation no evidence could be found which supports the assumption that a device issue contributed to the balloon rupture.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the lot history record is forthcoming. A follow-up will be submitted with all relevant information.